Manufacturer narrative:
The investigation is ongoing. Valve remains implanted.

Event description:
As reported by the edwards field clinical specialist, during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the first valve landed too high. One of the implanters turned the fine adjustment wheel in the wrong direction causing the valve to be too high. A second 23mm ultra valve was implanted successfully.

Manufacturer narrative:
Update to h6; type of investigation, investigation findings, investigation conclusion. The 23mm sapien 3 ultra valve was not returned for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for a mispositioned valve was unable to be confirmed as relevant imagery/medical record was not provided for evaluation. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training manual revealed no inadequacies. As reported, "the first valve landed too high. One of the implanters turned the fine adjustment wheel in the wrong direction causing the valve to be too high. A second 23mm ultra valve was implanted successfully." Per the instructions for use (IFU), valve malposition requiring intervention is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. There are multiple factors that contribute to malposition, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, preserved ejection fraction, significant annular calcification, loss of pacing capture, rapid deployment, the release of stored tension during deployment, and movement of the delivery system by the operator. As it was reported, the operator turned the fine adjustment wheel in the wrong direction, which led to improper valve positioning before deployment. The fine adjustment wheel is used as needed prior to deployment to adjust the position of the valve. If the valve position was improper during initial positioning, it could lead to valve malposition after valve deployment. In this case, available information suggests procedure factors (improper valve positioning before deployment) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.